Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operates as intended. (B)(4).

Event description:
The customer reported the system is intermittently displaying a communication error. No patient injury was reported.